Event description:
Following successful venipuncture the unit was activated and the needle fully retracted into the safety barrel. When disposing of the needle into a sharps collector that was 3/4 full, the back part of the safety barrel touched another needle already in the sharps container. This pushed the contaminated needle back through the top of the safety barrel sticking the nurse in the thumb. No prophylactic anti-retro-viral treatment initiated for the nurse, however serological testing over the next six months.